Manufacturer narrative:
This report has been submitted on september 09, 2021.

Manufacturer narrative:
Correction: per the surgeon, additional information received stating there is no extrusion of receiver/stimulator. This report is submitted on august 20, 2021.

Manufacturer narrative:
This report is submitted on july 29, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device.